Manufacturer narrative:
Continuation of medical devices: product ID 3889, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, (B)(4), fdc applies to lead pli. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence and fecal incontinence it was reported that the patient has bladder and bowel pain before and after she uses the bathroom. At first, after the procedure, it felt like a tampon was in the patient's vaginal area but the feeling has gone away. The patient mentioned having sacral nerve pain and wondered if the lead came off or something. On (B)(6) 2018, it was reported that the patient thinks she has an infection because there were pus and blood at the incision site. She also gets dizzy when she gets up. There was a lot of pain that the patient could hardly work. She tried to increase the stimulation and got shocked, so she turned it back down. Furthermore, a report was received on (B)(6) 2018. It was reported that the patient has been in excruciating pain since this device was implanted. She said that there are two places where the fluid was oozing from her incision and there is blood mixed in. She's been dizzy and having a hard time walking, she can't feel her toes and her legs feel funny. She believes she has an infection. She's on antibiotics but she doesn't believe they are working. On (B)(6) 2018, the patient reported when she lies down, she voids more than normal. She also stated that she has cramping around her bladder at times and is possible it may be from her nerves not settling down from the mesh implant she had at one time. Patient mentioned she spoke to her healthcare professional (hcp) about this and the hcp had told her that her symptoms were improving and she will be going forward with the implant. On (B)(6) 2018, the patient mentioned being in agonizing pain. There were no further complications or anticipations reported with this event.